Manufacturer narrative:
(B)(4) evaluation statement: the reported event of pca module errors could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported limitations with the pca pumps such as only being used for the "security lock" feature and not for patient controlled analgesia. Secondly, the rn needs to convert the ordered rate (ex: mcg/kg/hr) to a rate that is compatible for the pca module. There was no mention of a specific patient event, date or details although requested.